Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery there was an issue with the blade and the plate. Reportedly the doctor could not take the blade out without the plate. Surgery was prolonged about 1 hour. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that a visual inspection of the plate shows scratches along outside edge of part and in the d5 hole. Due to the helix blade insertion into the dhhs plate, no internal dhhs dimension was taken. Measurements of the d5-hole diameter and the b-barrel diameter reveal conformity for those features. A heavy nick is apparent on the scallop nearest the bend. Flats of helix blade do not appear to be lined up with the keyway of the plate. No other damage or visual anomalies are noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient harm was a trans-trochanteric hip fracture.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7306023 of 135 deg lcp dhhs sideplate was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 6893758 met all specifications. A review of the component device history record determined the component p/n 282.610.2 material lot 7123625 ((B)(4)pcs) 7125630 (9 pcs) met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that a visual inspection of the plate shows scratches along outside edge of part and in the d5 hole. A heavy nick is apparent on the scallop nearest the bend. Flats of helix blade do not appear to be lined up with the keyway of the plate. No other damage or visual anomalies are noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.